Event description:
Patient was revise to address stiffness and pain. The stem had subsided and osteolysis was discovered intraoperatively.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the as400 found lot number r5fbf1 (glenoid) released 24 pieces for distribution in 1997. Lot number 895450 (head) released 9 pieces for distribution in 1996. A search of the complaint database found no prior reports for both reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.